Event description:
Reporting status: serious injury - medical intervention / prolonged hospitalization. Reporting rationale: occlusion and dissection requiring medical intervention. Device issue: balloon rupture above rated burst pressure. It was reported that after stenting of the rca and obtuse marginal branch, ptca was attempted in the lad, but the desired stent would not cross the lesion. The 3.0 x 15 voyager was inserted and inflated to 18 atm (above rbp) at which time the balloon ruptured. The catheter was removed and it was observed that there was no reflow in the lad. The patient developed significant back and chest pain. Systolic blood pressure dropped to 70's and st elevation was noted. Medications were administered. No clear dissection was seen, but a dissection was suspected in the mid lad. The lad was re-ballooned and four stents were inserted to open the lad to timi 3 flow. The pt was transferred to the cardiovascular ICU and was released three days later. No additional event or pt info is available.

Manufacturer narrative:
Results and conclusion summation - product performance engineering reviewed the incident info. The reported inflation pressure to 18 atm may have contributed to the reported difficulties. The instructions for use states: "balloon pressure should not exceed the rated burst pressure (rbp)." The rbp for the voyager is 14 atm. Dissection, angina, EKG changes, hypotension, and occlusion are known possible adverse effects that are stated in the IFU.